Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the telescope exhibited an aged eye piece. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) years since the subject device was manufactured. Based on the results of the investigation, the ageing funnel is due to the age of the item, signs of wear and tear and frequent use and lack of maintenance, poor reconditioning. Olympus will continue to monitor field performance for this device.